Manufacturer narrative:
Based on the determined risk priority number, the residual risk related to this complaint is considered acceptable. However, sol millennium decided to open a supplier corrective action request to the supplier for further investigation of the issue. All actions will be followed in the scar number: (B)(4). Once the scar report is available a detailed corrective action will be shared. This report was initially submitted on 02/20/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that the after drawing the medication with a 5ml safety injection needle, the needle hub became detached.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.